Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon device interrogation, the right ventricular lead exhibited low impedance; multiple episodes of stored noise were also observed. The noise could not be reproduced in the clinic. No intervention was reported. The patient's condition was stable.

Event description:
New information noted that the lead was replaced on an unknown date. No further information could be obtained. The patient's condition was good post procedure.